Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose. The customer's blood glucose was 600mg/dl. The customer was given a sliding scale and taken off the pump. Customer was wearing the insulin pump at the time of hospitalization. Customer declined high blood glucose troubleshooting. Customer was taken off pump by health care provider.